Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer placed a new elecsys troponin I stat immunoassay (tnistat) reagent pack on the cobas e 411 immunoassay analyzer (e411) on (B)(6) 2017. Quality control results were fine from (B)(6) 2017. The customer uses a < 16 ng/ml cutoff for tnistat expected values. The customer started seeing patient results that were > 16 ng/ml. The customer tried calibrating, but calibration failed. The customer reconstituted a new calibrator and tried recalibrating with this, but calibration failed again. The customer replaced the reagent pack with a new one of the same lot number and calibrated it. Quality controls were within expectations for the new reagent pack. Patient samples were repeated with the new reagent pack and results were < 0.1 ng/ml. The customer provided data for one patient sample that had erroneous tnistat results that were reported outside of the laboratory to the clinic. The sample initially resulted as 0.20 ng/ml with the old reagent pack. The sample was repeated using the old reagent pack and the result was 0.16 ng/ml. The sample was repeated using the new reagent pack on (B)(6) 2017, resulting as < 0.1 ng/ml. No adverse events were alleged to have occurred for any patients. The e411 analyzer serial number was asked for, but not provided. The customer regularly checks reagent packs based on past shipping issues and did not detect any issues with the reagent kit. There was no foam in the reagent pack or microparticles adhering to the lid of the pack. The field service engineer checked the instrument and could not detect any problems. The instrument is working okay. Upon investigation of the calibration trace, calibrations failed on (B)(6) 2017 for two reagent packs. These two packs did, however, give valid calibrations afterwards. Quality control results measured after failed calibrations were too high.

Manufacturer narrative:
The issue causing the slightly elevated tnistat patient sample results was also indicated by the elevated quality control results. The reagent kit in use during the event was most likely responsible for the issue. The issue must have been of a transient nature as results obtained on (B)(6) 2017 with the same reagent kit did not show a problem.